Event description:
It was reported that the patient received inappropriate shock therapies. It was indicated that the right ventricular (rv) lead exhibited high impedance, and possible fracture. The rv lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, 15 non-sustained tachycardia (nst) episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2014, average 2879 ventricular-sics/day since last session 3 days ago. Lead failure predictor triggered on (B)(6) 2014 for ventricular-sics and nsts. Rv pace impedance steady at 1000 ohms through (B)(6) 2014, rises out of range greater than 3000 ohms starting (B)(6) 2014.

Event description:
It was further reported that the right ventricular (rv) lead was capped and remains in the patient.